Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 13-feb-2019 with the following findings: review of the black box data did not reveal any evidence of the alleged loss of prime issue. Several call service 162 alarms for ¿no delivery, no prime¿ after call service alarm 144 for ¿replace cartridge¿. On investigation, the pump powered on normally and ez-prime steps were successfully completed without any call service alarms occurring. The force sensor unit was evaluated and found to be operating within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter alleged the pump experienced a loss of prime issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.